Event description:
User experienced difficulty in the proper placement of the plate and insertion of the pegs. Not all of the pegs were inserted. Only four pegs were utilized. Plate is mal-positioned at least 1cm too high on the humeral head. May require intervention.